Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to site issue. The customer's blood glucose was 135 mg/dl. The site issue was rash and itching. The customer was to take sensor it off and stop using cortisone. The product will not be returned for analysis.